Manufacturer narrative:
(B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-03553 and medwatch 2210968-2012-06763. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent the following procedures on (B)(6) 2012 to treat urinary incontinence, dyspareunia, recurrent vaginal vault prolapse and recurrent vaginal prolapse: bilateral sacrospinous fixation, vaginal vault suspension with graft, cystocele repair with mesh, enterocele repair with mesh, miniarc precise suburethral sling, removal of vaginal mesh under bladder, release of prior perineoplasty and rectocele repair, perineoplasty, enterotomy with repair and cystoscopy. (B)(4). Dyspareunia. Vaginal vault prolapse. Recurrent prolapse.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03552. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.